Manufacturer narrative:
This report is being submitted to relay additional information: the following information is being submitted: b5: doctor indicated that during the procedure, it was impossible to unscrew the mount from the implant. Doctor confirmed that it was no delay for the procedure and that he placed another implant during the same surgery. D4: expiration date: 28 feb 2019, UDI: (B)(4), g4: 07 june 2019, g7: follow up, h1: malfunction, h2: additional information, device evaluation, h3: yes, evaluation summary attached, h4: 20 feb 2018. The reported device was received for evaluation. Visual inspection of the as returned product identified the implant and mount were separated upon arrival. Functional testing was performed for the returned product and it was determined the implant passed functional testing as it properly engaged with the mount and properly disengaged from the mount. The reported condition of it being impossible to unscrew the mount from the implant was not confirmed. A device history record (DHR) review was completed for the reported device lot. ). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review for the reported device lot was performed for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor indicated that during the procedure, it was impossible to unscrew the mount from the implant. Doctor confirmed that it was no delay for the procedure and that he placed another implant during the same surgery.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Additional 510k - k011028, k013227. The reported device has been received for investigation. Investigation has not yet begun. Once investigation is complete, a follow up medwatch will be submitted.

Event description:
Doctor indicated that during the procedure, it was impossible to unscrew the mount from the implant. Doctor confirmed that it was no delay for the procedure and that he placed another implant during the same surgery.